Event description:
It was observed, during the device inspection. That the gastrovideoscope ultrasonic cover had a foreign object. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified. However, it is likely that the foreign material could not be removed because reprocessing was not performed properly due to a pinhole in the forceps channel, which led to the foreign material remaining in the ultrasonic ultrasound cover. The event can be prevented by following the instructions for use which state: we checked the instruction manual at the time of product shipment and found the following chapters for reprocessing. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.